Event description:
An attorney alleged the patient had received "excessive shocking" due to the implanted lead. Patient advised by hcp to have lead explanted. Attorney later alleged patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." It was also alleged that as a result of the lead, the patient "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment of life, shortened life expectancy." Attorney alleges patient deceased, but review of manufacturer's database unable to verify patient's death. There is no allegation from a healthcare professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a healthcare professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.